Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a company field representative inquired about a patients implantable cardioverter defibrillator (ICD) that is at end of service (eos) and had triggered a charge circuit timeout alert. The patient does not want to have the device explanted. All programmable alerts have been turned off and the patient is now hearing the charge circuit timeout alert. It was explained that this is a non-programmable alert and can still occur again if the device attempts a charge. The device remains implanted. No patient complications have been reported as a result of this event.